Event description:
Pt with a unicondylar knee implant developed an infection.

Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. The infection was treated and the poly insert was replaced. Review of device history record indicated that the device was manufactured to specification. All sterilization requirements were met.